Event description:
(B)(6). It was reported that post coronary stenting treatment procedure, exacerbation of congestive heart failure occurred. In (B)(6) 2009, a clinical assessment identified the subject¿s qualifying condition as silent ischemia. The subject was referred for cardiac catheterization which revealed 95% stenosed lesion located in the proximal left anterior descending artery. The lesion was 10 mm long with a reference vessel diameter of 3.50 mm and treated with pre-dilatation and placement of a 3.50mm x 20mm study stent with 9% residual stenosis, following post-dilatation. The subject was discharged on aspirin and clopidogrel, the same day. In (B)(6) 2012, subject presented with exacerbation of congestive heart failure, hospitalized and treated with medication. The subject was discharged four days later.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).